Manufacturer narrative:
Reported event: an event regarding pain involving an unknown triathlon insert was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device remained implanted. Clinician review: no medical records were received for review with a clinical consultant. Product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that the patient presented with complaint of pain and swelling. Patient has not been revised and the treatment plan for the patient is unknown at the time of report. The exact cause of the event could not be determined because insufficient information was provided. Further information such as device identification details, pathology reports, x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened. Catalog numbers and lot codes of other devices listed in this report: unknown triathlon cr pressfit femur lot unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
Left knee. Patient presented to surgeon with complaint of pain and swelling. Pain began 6 months post-implantation 4 years ago. Cause of pain unknown. Cultures are being taken to rule out/ confirm infection, and an allergist is being consulted for possible metal insensitivity. Patient has not been revised and the treatment plan for the patient is unknown at the time of report. Rep confirmed that the original usage sheet may be able to be provided, and that culture and allergist results may be provided verbally (eta early may), and that no other information will be released by the hospital or surgeon.